Event description:
It was reported by service report that the IV pole snapped off at the top threaded portion of the middle stage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole assembly.